Event description:
It was reported that during a stent procedure, the stent would not advance to the intended lesion site. After several attempts without success, the stent balloon and catheter were withdrawn as one unit. The stent remained in the femoral artery, just above the sheath. Surgical removal under local anaesthesia is planned.